Event description:
It was reported that stenting of the venous graft in the right coronary artery was previously performed at another site and an ostial stent was placed. A new problem occurred in the mid part of the graft, de novo stenosis in the venous bypass. Reportedly, the previously placed ostial stent protruded in the aorta over 2 mm and this caused difficulty to access. A balance middleweight (bmw) guide wire tip was intentionally buckled (prolapsed) to make sure that the guide wire would pass in the stent lumen and not through a stent strut. A balloon was advanced to fix coaxially with no success. A 4.0x23 mm rx xience xpedition stent delivery system (sds) was advanced but could not get past the ostium due to the struts of the previously placed stent. Reportedly, the 4.0x23 mm rx xience xpedition sds was simply withdrawn from the patient anatomy and the distal stent struts were noted to be flared. A guideliner guide catheter extension was advanced and was damaged by the struts of the previously placed stent. A 5.0x15 mm rx trek dilatation catheter was advanced with slight resistance in the ostial stent and inflated to put the guiding catheter more distal; however, the balloon ruptured at 8 atmospheres. Reportedly, the device was not soaked prior to use and the balloon was prepped outside of the patient. While trying to retract the 5.0x15 mm rx trek dilatation catheter with more and more force, the device was stuck inside of the previously implanted stent and the shaft separated and remained in the patient anatomy. No attempts were made to retrieve the separated portion of the 5.0x15 mm rx trek dilatation catheter as the physician did not want to lose access to the graft. Further dilatation was performed with a 3.0 trek dilatation catheter.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported balloon rupture could not be tested/confirmed due to the condition of the returned device. The reported resistance during advancement and removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device and cine review, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the trek rx instructions for use (IFU) states: do not advance or retract the catheter unless the balloon is fully deflated under vacuum and if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Additionally the rx trek IFU instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
Event description (continued): the separated portion of the 5.0x15 mm rx trek dilatation catheter shaft that remained in the venous graft was crushed against the vessel wall using a 4.0x38 rx xience xpedition stent and a 4.0x15 mm rx xience xpedition stent. Reportedly, the physician was satisfied with the result of this case and there were no adverse patient sequelae. There was a reported clinically significant delay in the procedure due to the issues with the 5.0x15 mm rx trek dilatation catheter and the need for an additional stent and post dilatation. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report, additional reported information indicates that the 5.0x15 mm rx trek dilatation catheter was advanced in the ostial stent and inflated to put the guiding catheter more distal to avoid damage to the struts of the stent in an attempt to cross the previously implanted stent. When the shaft of the 5.0x15 mm rx trek dilatation catheter separated, the balloon remained in the patient anatomy. Both the 4.0x38 rx xience xpedition stent and a 4.0x15 mm rx xience xpedition stent were postdilated with a 5.0x15 mm nc trek dilatation catheter.